Event description:
Philips received a complaint on the heartstart mrx indicating that a functional check is required following an error that the instrument has shown. There was reportedly no patient involvement. Philips field service evaluated the device onsite and it was determined that this was not a malfunction, but a failure caused by user error. It was determined that the error occurred during a functional check performed by the operators when they did not follow the instructions provided on the screen. Specifically, the energy selector connected to the test load and the charge and discharge buttons were not rotated to 150j, as required by the device during the test. Operational checks were performed again correctly and passed. The device remains at the customer's site. No further action is warranted at this time.